Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported new pain in the posterior region of the right thigh. The patient noted that the new pain had been onset following the permanent implantation procedure of evoke scs. The physician¿s evaluation and computed tomography (CT) scan did not identify an infection; pain medication was injected to treat the pain and resolve the reported event. Saluda has not been provided with the exact date of pain medication administration, (B)(6) 2025 is selected as an approximate event date.